Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument "pulley cover" was damaged. A fragment was alleged to have fallen into the patient and retrieved during the same procedure.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have one blade broken at the base. A piece approximately 0.1545" x 0.0910" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.